Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: accolade 132 size 3.5; cat#6020-3535; lot#33679703. Delta v-40 ceramic head 32/0; cat#6570-0-132; lot#33069501. Acetabular dome hole plug; cat#2060-0000-1; lot#mjtn1x. Trident hemispherical cluster hole shell; cat#502-11-54e; lot#34498801. The 6.5 cancellous bone screw 35mm; cat#2030-6535-1;lot#mka02d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
Patient reported that she is having trouble with her hip implant. Update 3/9/2018: patient called back and stated that she that she doesn't want a full investigation.